Manufacturer narrative:
The owner's manual says: warning: before and after each use, inspect the device for possible damage, excessive wear, or non-functioning parts. Carefully inspect all accessible areas, joints, and all moving parts for possible damage or non-function. Damaged or defective parts should not be used or processed. Contact mizuho osi service for repair or replacement.

Event description:
Small right back corner cover missing. When pt turned supine, small abrasion noted on right thigh. Corner cover normal, glued in prone.

Manufacturer narrative:
Because the device is not available for inspection, and the complainant is not available to be interviewed, it is not possible to establish with certainty what actually occurred. A possible explanation of the small abrasion could be that the pads were not inspected before the procedure and the corner tabs was missing/came loose. Owner's manual has a "warning: before and after each use, inspect the device for possible damage, excessive wear, or non-function parts. Carefully inspect all accessible areas, joints, and all moving parts for possible damage or non-function. Damaged or defective parts should not be used or processed". Another possible explanation of the small abrasion could be when the patient was turned supine, that the pad was not aligned with the corresponding anatomical landmarks on the supine patient, which could have caused the small abrasion (owner's manual says " utilize additional gel or foam padding to support and protect the patient from contact with parts of the wilson plus¿ other than the pads.).

Event description:
Small right back corner cover missing. When pt turned supine, small abrasion noted on right thigh. Corner cover normal, glued in prone.